Event description:
It was reported to philips healthcare that the display of the heartstart mrx display was broken. There was no reported patient involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.